Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after multiple syringe needles were inserted through the cartridge septum, the needles appeared to be blocked by the septum material. Customer's blood glucose was not impacted. Customer changed the needle and cartridge to resolve the issue.